Manufacturer narrative:
Trending was performed on this type of complaint and no abnormal trend was identified. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The field service engineer (fse) had visited the customer site due to another issue on (B)(6) 2017 to perform maintenance on the cobas 8000 c (701) module. The fse identified a tube leaking on one of the rinse heads. The tube was replaced and the unit was operating within specification. The customer then complained of a low erroneous result for 1 patient tested for ca2 calcium gen.2 (ca2) on (B)(6) 2017. The erroneous result was not reported outside of the laboratory. The initial ca2 result was 1.6 mg/dl. The sample was repeated and the result was 7.7 mg/dl. No adverse event occurred. The ca2 reagent lot number and expiration date were not provided. The fse returned to the customer site and found that the rinse levels of the instrument were out of specification. The rinse levels were adjusted. A precision check was performed and the instrument was again operating within specification.